Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2021. A manufacturing record evaluation was performed for the finished device lot number am3159, and no non conformances / manufacturing irregularities were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened foil of product code ez10g was received for evaluation, multiples wrinkles and holes on bottom foil due to excessive manipulation could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: event day, I dont know the exact date, they are noticing this issue regularly procedure, multiple procedures. Was the sterility compromised? Sterility is compromised please clarify how many sutures presented the issue, they have know noticed this on about 20 packages. Note: events reported in reports 2210968-2021-01145, 2210968-2021-01146, 2210968-2021-01147, 2210968-2021-01148, 2210968-2021-01149, 2210968-2021-01150, 2210968-2021-01151, 2210968-2021-01152, 2210968-2021-01153, 2210968-2021-01154, 2210968-2021-01130, 2210968-2021-01131, 2210968-2021-01132, 2210968-2021-01133, 2210968-2021-01134, 2210968-2021-01135, 2210968-2021-01136, 2210968-2021-01137, 2210968-2021-01138, and 2210968-2021-01139. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noted when the devices go up on a cart and don't get used and come back down, the packaging is fragile and the corners of the insert inside that holds the device is creating holes and compromising sterility. Another device was brought up from a new box and utilized. There were no adverse patient consequences reported. No additional information was provided.